Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2014-12871.

Event description:
Device 1 of 2. Reference MFR report #1627487-2014-12871. Information provided by the patient's attorney indicated the patient alleges the following issues: the patient stated his device was malfunctioning. The patient reported he received over stimulation. The patient also reported the scs ipg turned on and off without prompting. The patient's devices were explanted. Additional information is needed to clarify the issues.

Event description:
Device 1 of 2. Reference MFR report #1627487-2014-12871.